Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's back up system controller was used with training on a demo pump setup. A visual replace controller/controller with a dim flashing red heart. There were no audible alarms. The demo pump was not running. The external batteries were drained during this event and the system controller became very hot. The hospital was unable to retrieve the system controller history. An audible alarm was heard, but the screen on the system controller was blank. The pt was given a new back up system controller.